Manufacturer narrative:
The customer was contacted for return of the suspect product. The customer has indicated the product was sent to a third party for repair and will not be returning to zoll.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed an "error ffff" message. Complainant indicated that there was no patient involvement in the reported malfunction.